Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient needed help setting it up. Patient had turned it up a little. Before her therapy worked at night and now it's not working at night again. The patient was asked when her return of symptoms started and she said it had been months, so the healthcare provider (hcp) had her go to bladder therapy in (B)(6). In (B)(6) 2021, the patient had mesh put in for the bladder. Agent did not ask about the circumstances that led to the reported issue. Walked caller through connecting her new handset with the communicator to the stimulator. Patient stated several times the hcp stated her therapy was off. When we checked her settings the stimulation was on and she was at 1.9 on program 5. Patient said she was surprised it was on. She said, she has had several CT scan's and she thought her device was off. Patient was able to connect the new handset to get to her setting screen. No further complications were reported.